Event description:
It was reported that the console 110v(pedal&pole incld) was being used in a procedure when the us light went off causing the device to lose function. The procedure was completed with manual suction, causing a thirty minute delay.